Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure (leaflet grasping - clip not implanted) appears to be related to challenging anatomy (i.e., floppy septum, leading to low transseptal height). Without the device to analyze, a cause of the reported difficult to open or close (clip close - inability) could not be determined. The reported premature activation appears to be related to the removal of the inverted clip with the rest of the device, as excessive stress could be applied on the exposed clip while being retracted through the anatomy, leading to separation of the clip from the system. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report inability to close the clip and premature "deployment". It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and floppy septum. It was noted that due to the floppy septum, the transseptal puncture was suboptimal. An xtw clip was successfully implanted, reducing mr to a grade of 3. In an attempt to further reduce mr, an xt clip was inserted. It was noted that due to the floppy septum, the clip was slightly under straddled. Grasping was performed, but the leaflets were unable to be sufficiently grasped; therefore, the clip was inverted and retracted into the left atrium (la) to reposition. While in the la, it was observed the clip was unable to be close. While attempting to remove the clip, it detached from the mandrel. The clip remained attached to the lock line (ll) and was able to be removed with the clip delivery system (cds). The physician decided to discontinue the procedure. Mr remained at a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.